Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: note: the following investigation was performed by the supplier. Although distributed by depuy synthes syn, the product is designed, manufactured, and labeled by the manufacturing supplier. The requirement of FDA reporting, complaint investigation, root cause, and corrective action is the responsibility of the designing supplier of this item, per the supplier agreement. The product/information will be transferred to the supplier with the complaint problem statement for investigation. The results of the supplier investigation are to be populated into the depuy synthes customer quality complaint management system. Per the supplier agreement, the supplier is responsible for any corrective actions identified during the complaint investigation process. The product was returned to depuy synthes for evaluation. The depuy synthes team forwarded the device to the supplier which conducted a visual inspection of the returned device. Upon visual inspection of device, it was found that there is a segment of cable lodged within device. This cable segment will not allow a new cable to pass through the device, therefore not allowing the device to function as designed. The damaged or lodged cable was able to be removed without the use of excessive force and the device was tested per (B)(4) with the following results: 43.2kg, 43.8kg and 43.6kg. These results are consider passing per (B)(4). The device also passed fray test per (B)(4). As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall was complaint for 391.201, cable tensioner. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: review of the device history record(s) for part #: 391.201, synthes lot #: p506493 showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure, the cable became stuck in the cable tensioner. No patient consequence reported. The procedure was successfully completed. It was unknown if there was surgical delay. This report is for one (1) cable tensioner. This is report 1 of 2 for (B)(4).